Manufacturer narrative:
H10:  please reference related manufacturer report numbers: 2015691-2018-02059, 2015691-2019-03890, 2015691-2019-03891, 2015691-2019-03893, 2015691-2019-03894, 2015691-2019-03895, 2015691-2019-03958, 2015691-2019-03985, 2015691-2019-03987, 2015691-2019-03988.

Manufacturer narrative:
Date of event is unknown, therefore the sapien 3 approval date was entered. The valve was not returned to edwards lifesciences for evaluation, as it remains implanted in the patient.      Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure.     According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success.   In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The exact cause of the annular rupture is unknown, however, may be due to factors mentioned above.    The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.       Bibliography: lanz, jonas. A randomized comparison of the accurate neo versus the sapien 3 transcatheter heart valve systems in patients with symptomatic severe aortic stenosis. Oral presentation at tct annular meeting; september, 2019; san francisco, ca.

Event description:
As reported by the edwards affiliate in (B)(6) during a presentation at tct 2019 titled, ¿a randomized comparison of the acurate neo versus the sapien 3 transcatheter heart valve systems in patients with symptomatic severe aortic stenosis" it was reported that post deployment of the sapien 3 valve, the patient had an annular rupture and required intervention.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.